Event description:
Light cord for hysteroscopy connected and on standby for 2-3 minutes. Changed position from standby to "on" for several seconds in order to white balance camera. Turned to put light back on stand-by and smoke noted on drapes. Light immediately lifted from drapes. Small burn holes noted in drapes and 0.3cm x 0.3cm excoriated area noted to patient's mid pubis. Area cleaned and silvadene applied three times daily. Biomed pickup up unit and witnessed recreation of occurrence. Issue was reported to stryker. Equipment picked up by ups and returned to stryker.